Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection, continuity test, and the 100t test. The gbit test did not pass, and showed a short between lines 1 and 2. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
Return requested. Replacement mvs interface kit shipped to site. Suspect mvs interface cable assy returned to manufacturer for analysis and is under analysis. On 08/25/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Mobile view station (mvs) and image acquisition system (ias) would not communicate with each other. Replaced mvs interface cable, performed fluor/rad gain calibrations. Issue resolved. Imaging system operational. System performed as intended. On 08/30/2016 a medtronic representative, following-up at the site, reported the surgeon used a c-arm to complete placing the screws in this procedure. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, their imaging system pendant was displaying a message connected - not ready. In trouble-shooting, re-seated the umbilical and re-booted the mobile view station (mvs) and image acquisition system (ias) individually. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of navigation to continue and completed the procedure without the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.